Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 120 ml fluid in the reservoir for evaluation. Visual examination of the unit confirmed a crack near the tubing slot on the coil cap. The systemic root cause of this failure was determined to be a manufacturing defect; bottle shoulder and low engagement at the cap/bottle interface caused interference between the cap and bottle. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. This issue is being investigated through corrective and preventative action (CAPA).

Event description:
Baxter (B)(4) received a report that an infusor had a cracked coil cap after filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.